Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (event site telephone), e3, h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon had a rupture in the ccu during administration of trp3546 in a patient with ami. The "iab circuit leak (gas loss)" alarm was triggered and the catheter was immediately removed. Initial attempts to remove the catheter by retraction revealed a blood clot within the balloon (a clot was observed after removal). The balloon membrane did not fit within the sheath. The team switched to removing the entire sheath, but the balloon still became stuck in the groin and could not be removed from the insertion site. The vessel proximal to the sheath insertion site was exposed and incised, and the balloon catheter was removed. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b1, b2, b5, h1, h6 (health effect clinical and impact code).

Event description:
It was reported that the intra-aortic balloon had a rupture in the ccu during administration of trp3546 in a patient with ami. The "iab circuit leak (gas loss)" alarm was triggered and the catheter was immediately removed. Initial attempts to remove the catheter by retraction revealed a blood clot within the balloon (a clot was observed after removal). The balloon membrane did not fit within the sheath. The team switched to removing the entire sheath, but the balloon still became stuck in the groin and could not be removed from the insertion site. The vessel proximal to the sheath insertion site was exposed and incised, and the balloon catheter was removed.

Manufacturer narrative:
Updated fields - b4, d9 (device available for evaluation and return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane in separate pieces and blood on the interior and exterior of the catheter. The optical fiber was found broken approximately 25.4cm from iab tip. The hub of a non maquet sheath was over the catheter tubing. The tubing of the non maquet sheath was torn from the hub of the sheath and not returned. The extender tubing was also returned. An underwater leak test of the catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed on the catheter tubing approximately 37.6cm from iab tip. The membrane was unable to be leak tested due its returned condition. Visual examination of the membrane found abrasion marks on the proximal end rear taper of the membrane. The condition of the iab as received indicated a penetration on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine how this may have occurred. We were unable to conclusively determine if there were other penetrations present on the membrane due to the returned condition of the membrane returned in pieces as we were unable to leak test the membrane. The membrane torn in pieces may have been a result of when the non maquet sheath tubing was removed from the iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.